Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10033. It was reported the patient (B)(6) was no longer receiving effective stimulation. Diagnostic testing revealed high impedances on the dbs lead. The physician suspects an issue with the dbs ipg as well. Surgical intervention will be undertaken at a later date to address the reported issue. Please note: additional device information was requested; however, the associated dbs leads were from a competitor's system; therefore, no further device information is available.